Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported threshold issue could not be conclusively determined.

Event description:
During a follow up, the ventricular pacing threshold was noted to be high. The device was reprogrammed to resolve the issue.